Manufacturer narrative:
This report is a duplicate of MDR 2518422-2022-56490. This report will be closed.

Event description:
This report is a duplicate of MDR 2518422-2022-56490. This report will be closed.